Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/16/2017 that the display device showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of a transmitter failed error. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter failed as it failed the battery status, however, the battery status failure occurred on (B)(6) 2017 and is unrelated to the transmitter error allegation on (B)(6) 2016. The share log was reviewed and the logs did not show a transmitter failed error. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined.